Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; the report of pipeline flex failure to open could not be confirmed, and the event cause could not be conclusively determined. The patient¿s vessel tortuosity was not reported; any contributing factors from patient anatomy could not be assessed. The device was not returned for evaluation; therefore it was not possible to determine if the reported issue was related to a device deficiency. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The aneurysm max. Diameter was 23mm and neck width was 23mm. Vessel tortuosity is not known. It was reported that a pipeline flex did not open during a procedure. The pipeline flex was removed from the patient and discarded. The procedure was completed using a new pipeline device. There were no reports of patient injury in connection with this event.